Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical technician reported that there were two handpieces that did not have ultrasound. The handpieces did pass the prime/tune but failed during phaco emulsification. The case was completed using an alternate handpiece. There was no patient impact reported. Additional information has been requested and provided.

Manufacturer narrative:
The phaco handpiece was received and a visual assessment of the returned sample found no visual nonconformities. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to fail tuning on this fixture. Disassembling the handpiece revealed moisture ingress within the electrode chamber. The customer reported event was confirmed through testing which found moisture ingress to cause a short circuit from the high electrode to ground. The phaco handpiece was manufactured on january 20, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to moisture ingress causing a short circuit from the high electrode to ground. No further information was able to be obtained from this customer. However, a second handpiece was returned for evaluation. The handpiece was manufactured on march 11, 2016. Based on qa assessment, the product met specifications at the time of release. The handpiece was for evaluation. A visual assessment of the returned sample found no visual nonconformities. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. The second handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).